Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this event the patient was recovering from this peritonitis event. Physioneal and extraneal therapies were ongoing. No additional information is available.